Manufacturer narrative:
Product analysis: analysis found that the fastener that secures the analyzer to the programmer was bent. The fastener was replaced. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.